Event description:
The article includes information from an 8 month study suggesting a patient, being treated with intrathecal baclofen for spasticity, experienced a sudden worsening of the clinical response secondary to a catheter dislocation. The worsening of the clinical response secondary to a catheter dislocation. The catheter was repositioned and full clinical response was obtained. No additional information concerning event resolution and patient outcome was provided. Journal reference: guglielmino, a. Et at. "Continuous intrathecal baclofen administration by a fully implantable electronic pump for severe spasticity treatment: our experience." Minerva anestesiol. 2006; 72:807-20.

Manufacturer narrative:
Journal reference: guglielmino, a. Et al. "Continuous intrathecal baclofen administration by a fully implantable electronic pump for severe spasticity treatment: our experience." Minerva anestesiol. 2006; 72:807-20. Article attached.